Manufacturer narrative:
Insulin pump received with blank display, problem isolated to the pcb 2. Unable to perform the displacement test due to blank display. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.